Event description:
It was reported that this patient with this right ventricular (rv) lead had an x ray performed in which the clinic notified them that a lead may have be loose, assumed to be this rv lead. It was noted this patient had been experiencing spells of dizziness and blackouts recently. Additional information is being sought. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.